Manufacturer narrative:
The manufacturer previously reported information alleging an alarm triggered by error 384 (evt_press_sensor_mismatch). There was no harm or injury reported. The device was not in patient use. The ventilator was returned to a third-party service center for evaluation, and the reported issue could not be replicated during testing. The error logs were downloaded and the reported issue of an error code related to the pressure sensor was found. Evt_press_sensor_mismatch means the device software detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The machine flow sensor was replaced to address the issue. Additionally, an error code related to the sensor offset during drift calculation being too high was found in the error log. This is not considered a reportable malfunction/issue and due to the device passing the final service test, no parts were replaced for this issue. This is not related to the reportable malfunction/issue.

Event description:
The manufacturer received information alleging an alarm triggered by error 384 (evt_press_sensor_mismatch). There was no harm or injury reported. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.